Event description:
It was reported that, during stone fragmentation procedure, the laser fiber broke and caused a small burn to physician's fingers which was not serious. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that, during stone fragmentation procedure, the laser fiber broke and caused a small burn to physician's fingers which was not serious. No further information provided on procedure or patient outcome.